Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation through pelvic and abdominal area') and pelvic infection ('infection through pelvic area') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and abdominal infection ("infection through abdominal area"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic infection, pelvic pain, menometrorrhagia and abdominal infection outcome was unknown. The reporter considered abdominal infection, menometrorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation through pelvic and abdominal area') and pelvic infection ('infection through pelvic area') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and abdominal infection ("infection through abdominal area"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic infection, pelvic pain, menometrorrhagia and abdominal infection outcome was unknown. The reporter considered abdominal infection, menometrorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.